Event description:
Customer reported that pump became hot to the touch, with a temperature alarm recorded during the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.